Event description:
Customer reported the tubing separated from the y-port and fluid leaked while in use on a pt. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Customer stated that the product would not be returned because it was discarded.